Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The bn ii system back-up files as well as the patient sample have been requested for further internal investigation. Siemens is investigating the issue.

Event description:
A discordant, falsely low free light chains, type lambda (flc lambda) result was obtained on a patient sample using a 1:5 dilution on a bn ii system using n latex flc lambda reagent. The sample was repeated for flc lambda using a 1:20 dilution with the same system and reagent, also recovering falsely low. The discordant results were reported to the physician(s) and were questioned as they did not match the patient's history. The sample was sent to an alternate lab and was tested for flc lambda using a non-siemens reagent, recovering higher. This result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low free light chains, type lambda (flc lambda) results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2021-00006 on 08-jan-2021. Additional information (15-jan-2021): quality controls (qc) recovered within range and no instrument errors occurred at the time of the event. There were no reports of other patient samples affected. The cause of the event is a sample specific issue. Additional information (20-jan-2021): additional investigation of the sample was completed. Both the n latex flc lambda assay and the non-siemens assay showed higher concentrations of free light chains, type lambda (flc lambda) when the sample was diluted further. This effect is due to an interference of immunoglobulin a(iga)-lambda because the concentration of the antigen (flc lambda) is not extremely high in this sample. A partial blockade of the flc lambda assay can occur when partially folded myeloma proteins and the bound lambda in iga is exposed to the antibodies in the flc lambda assay, resulting in a partial blockade of the assay. The issue caused by myeloma proteins is known and described within the limitations section of the instructions for use of n latex flc lambda.